Event description:
It was reported that during an incisional herniorrhaphy w/laparoscopic mesh placement procedure, the device only allowed to perform one shot and did not provide more titanium staples. The case was converted to open.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device fired across an existing staple? No. Was the device reprocessed? No. Why was the procedure converted to open?the surgeons had a lot difficult placement mesh. What mitigating steps were taken in an attempt to complete the procedure laparoscopically? The surgeons fixed the mesh whit prolene 0, but the tissue was torn. Were there any other devices that could have been used to complete the procedure laparoscopically? No. Were there any other factors that led to the conversion? Longer hospitality stay and higher post surgery pain. Please explain any change in the patient's post operative care. None. What is the patient's current status? Is fine, is recovering. Is the patient expected to have a full recovery? Yes. Patient's sex, age, weight? Any pre-existing conditions. Female (B)(6). Can you please clarify that the procedure was converted to open because the prolene would not hold and not because the device failed to fire more than one clip? There was not available another ems, because the by-product for each surgery. The surgeons tried to continues by laparoscopic using prolene, but was so difficult because the tissue was torn. The analysis results showed that one device was returned in good visual condition. During the analysis the staples would not feed, therefore the device could not be functionally tested. The device was disassembled to verify the conditions of the internal components and the lifter was noted to be broken. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig and break the lifter. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The event was reviewed with an ees cross-functional team consisting of customer quality, marketing, medical affairs, risk management, and product life-cycle representatives. The following questions were requested by the team: was the device fired across an existing staple? Was the device reprocessed? Why was the procedure converted to open? What mitigating steps were taken in an attempt to complete the procedure laparoscopically? Were there any other devices that could have been used to complete the procedure laparoscopically? Were there any other factors that led to the conversion? Please explain any change in the patient¿s post operative care. What is the patient¿s current status? Is the patient expected to have a full recovery? Patient¿s sex, age, weight? Any pre-existing conditions?